Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. Users are instructed to return any damaged components to the manufacturer to be inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One cac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The adapter failed visual inspection because the strain relief rubber jacket was broken. Strain relief rubber jacket failure may be related to pulling away strain relief rubber jacket from ac adapter housing. However, the ac adapter pass functional testing performed as expected without failures. The most likely root cause of the reported event can be attributed to a forceful strain on the controller ac adapter cable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the controller ac adapter cord was pulled from the ac adapter housing. It is unknown how the damage occurred. The cac adapter was removed from service and the patient is using backup adapter until replacement is received. There was no reported loss of power to the controller. There were no reported consequences or impact to the patient. Picture was sent. No further information was provided.